Manufacturer narrative:
Date sent to the FDA: 09/01/2020. Additional information: additional h-3 summary: one empty winding former, a paper lid and one needle-suture piece of product were received for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. The suture was examined, and the end of the strand was observed detached do the stress applied. The other section of the suture was not returned for analysis. The winding former was examined and damaged on some flaps and filaments of suture were noted. In addition, the suture piece was measured for length on a calibrated scale and found to be without of the required length requirements for this code (90 cm long), due to the sample was broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of assembly product mix / incorrect component, is incorrect length due to damaged suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished (B)(4) number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a normal birth delivery on unknown date and the suture was used for perineum by continuous suturing. During delivery, it was found that the length of the suture had been shorter than the specified length of the suture. There were no adverse consequences to the patient.